Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the system application issue. The technical support specialist resolved the issue temporarily by restarting the iis application pools. The serial number, UDI and manufactures details kept blank since the given asset information found to be server. The system functioned as intended as the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system all new orders not crossing over to all stations. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.